Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter found a kink in the catheter body. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 756 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was experiencing a return of symptoms and the patient¿s healthcare provider (hcp) could not aspirate the catheter via the catheter access port (cap) on (B)(6) 2017. The device system (pump and catheter) was replaced on (B)(6) 2017. When the pump pocket was opened, the catheter looked to have a pin hole. Environmental/external/patient factors that may have led or contributed to the issue was noted as being unknown. The patient was without injury regarding their status. The issue was considered resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The pump and catheter were returned to the manufacturer. No further complications were reported / anticipated.